Event description:
It was reported that the catheter was disconnected from the pump during a spinal wash-out surgery due to infected spinal hardware. The catheter was cut during the surgery. The entire pump system was then explanted. This resulted in a prolonged hospitalization. As of (B)(4) 2011 the sequela reported was increased spasticity as result of removal of the pump system. The patient's parents were not sure if another pump system would be implanted. On (B)(6) 2010, the dose was decreased 97% to minimum rate. The medication in the pump was lioresal at 365.7 mcg/day. The patient recovered with sequelae.

Manufacturer narrative:
(B)(4).